Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer¿s blood glucose (BG) level that was displayed as "High", although specific value was not provided. Customer addressed elevated BG by a correction bolus via the pump. The customer continued to use current pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS iPhone 12 / 3.5.1 / iOS_18.3.5.